Event description:
Philips received a complaint on a suresigns vm 6 patient monitor indicating that the blood oxygen saturation was found to be unstable when it was high or low during monitoring. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
This report is a correction complete supplemental report to mfg# 8043836-2021-10000 as it was submitted under the incorrect cfn/fei registration number and incorrect coding choices in h6. D4: product UDI and serial number has been requested but unknown at time of report. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). E1: reporting institution: (B)(6). Analysis was performed by the field service engineer(fse) who went on site to evaluate the issue. The fse determined that an unspecified oxygen probe was found to be faulty and recommended a replacement. Based on the results of the analysis, the product malfunction was likely caused is a faulty oxygen probe. The issue was resolved by the fse replacing the faulty oxygen probe. The device remains on site and in use at this customer site.